Manufacturer narrative:
The actual unit involved is not available for evaluation. However, attempts are being made to retrieve a representative unit from reported lot number 7019449 for analysis. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
During the insertion of the catheter, the patient felt pain. When the catheter was removed, the nurse found it to be broken.